Manufacturer narrative:
. E3: occupation: perioperative coordinator the actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that when putting air into the tr band, it was not holding air and slowly deflated. A new tr band was placed and hemostasis was achieved. The patient remained in stable condition. There was the normal amount of air injected until bleeding stopped. There was no visible damage noted on the tr band. The procedure performed for the patient was a percutaneous coronary intervention (pci). The estimated blood loss was less than 250cc.